Manufacturer narrative:
Other, other text: while performing a review of file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that during testing the volume was very low and would not change with settings. There was no patient involvement.